Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end adhesive deterioration issue could not be determined, however, the issue was likely the result of chemical stress and exposure to heat during the cleaning/disinfection process. The event may be prevented by following the instructions for use which state: ·reprocessing manual_ compatible reprocessing methods and chemical agents_ compatibility summary ¿precaution: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on device evaluation: d9, h6 (type of investigation), h10. The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the deterioration of the glues of the distal end, additional findings were as follows: scope body was broken; bending section cover glues were worn out; bending angulations were out of specifications; connectors were cracked; and the universal cord and cable tubes were perforated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had the base of the optics loose. There was no patient harm associated with the event. The device was evaluated and it was found that there were defects of the universal cord/distal end/connector/control section/related parts. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.